Event description:
Patient had cardiac catheterization (B)(6) 2012 and had ptca with pci via left groin. At 2030, cath sheath was pulled, pressure held, no complications. At 2150, the rn zeroed the lines after the patient was turned. Balloon in right groin was unable to zero, site checked, vs checked, blood noted in sleeve at groin site. Md notified, pump turned off. Balloon pulled at 2200, pressure held with no complications noted. Patient remains stable. Maquet has been contacted. Balloon catheter will be sent to manufacturer for examination once proper packaging from manufacturer arrives to facility.